Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test followed by a motor error alarm during the rewind as a result of a motor encoder signal being out of phase.

Event description:
The customer reported that the insulin pump alarmed motor error while wearing the insulin pump during and MRI procedure. The blood glucose reading was 175mg/dl. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.